Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer forcefully pushed cartridge into slot due to cartridge not aligning properly; following this, customer "had to 'jam [cartridge] out.'". Subsequently, a malfunction alarm and a cartridge alarm during the load sequence occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, customer reloaded the cartridge, and insulin therapy was successfully resumed. Customer¿s blood glucose level was 111 mg/dl.